Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat the right femoral artery crossover from the left side. The lesion was prepared with an unknown balloon. The 8.0x60mm absolute pro self-expanding stent system (sess) was released; however, the distal end was seen in the x-ray. The shaft was slightly retracted at the handle, then the x-ray revealed that the proximal end of the stent was still attached to the shaft (sheath). The stent was pulled into the bifurcation and was fully deployed, but the proximal stent was not close enough on the vessel wall. During removal under fluoroscopy the device was pulled through a non-abbott sheath and approximately 2cm of the purple shaft piece separated. The separated piece remained in the vessel and a non-abbott stent was released over the absolute pro stent using the kissing technique and was embedded into the vessel wall. The remaining separated portion was embedded against the vessel wall with a new absolute pro stent. There were no adverse patient sequela reported; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 (failure to follow steps/instructions). The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, an .018¿ size guide wire was used during the procedure. It should be noted the absolute pro peripheral self-expanding stent system instructions for use states: one 0.035¿ (0.89 mm) diameter guide wire. The deviation of the IFU appears to have contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the reported use of an 0.018¿ guidewire instead of an 0.035¿ guidewire as required per the instructions for use likely resulted in the noted multiple chatter marks indentations noted on the sheath and inner member, the noted wrinkled sheath and the noted bent outer member; thus preventing the shaft lumens from moving freely resulting in difficulty deploying the stent. Manipulation of the device during removal through a non-abbott sheath ultimately resulted in the reported sheath separation and the noted proximal marker separation. The gap noted in between the handle halves likely occurred during handling and/or during shipment for return analysis. The treatment appears to be related to the operational context of the procedure as the separated portion was embedded against the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2017 improper or incorrect procedure or method added. An 0.018" guidewire was used but per IFU an 0.035" guidewire should have been used.